Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01079. It was reported that the patient's lead migrated after being in a car accident. As a result, surgical intervention may be pending.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01079. Follow up revealed that reprogramming was able to resolve the issue. Patient has effective therapy.